Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid did not fit. The following information was provided by the initial reporter with the verbatim: reported issue: the lids do not secure to the container as needed for use.

Event description:
Sample received.

Manufacturer narrative:
Investigation summary: photos and samples were received with the customer's complaint of incorrect lids. The provided lids were not the correct material for the bases - verifying the complaint. The root cause has been determined to be an incorrect material assortment at the time of packing. There has been a quality alert initiated by the sharps container supplier to eliminate future occurrences of this failure. A device history record review process was made and the result showed there were no issues reported like incorrect lids during the manufacturing process of the lot number reported (3224924) under this complaint. A review of the ncmr¿s was performed; the result showed that non-conformances were reported for the same part number and issue throughout the last twelve months.